Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was able to successfully fill the cartridge 100u and then experienced resistance. Customer's blood glucose level was 100-200 mg/dl. A syringe needle change and cartridge change was performed resolving the issue.